Event description:
The dental assistant reported the handpiece is not holding the bur. The bur fell out of the handpiece while in use in a patient's mouth. There was no report of injury to the patient.